Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the pattern messaging on his onetouch verio iq meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient did not specify how he manages his diabetes or if changes were made to his usual diabetes management routine. There is no evidence the patient developed symptoms or received medical intervention due to the reported issue. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury and no evidence the patient received medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged pattern messaging issue remained unresolved.